Event description:
During a procedure for treatment, the injection gold probe was inserted into the scope and when they deployed it the whole tip fell off. Another manufacturer's device was used to complete the procedure. The procedure outcome was reported as successful and the pt's condition was reported as okay.